Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and perforation post operatively. It was noted the helix may have perforated. The lead was revised from the lateral position to a more medial position and remains in use. No further patient complications have been reported as a result of this event.